Event description:
It was reported, "removed the worn insert and put in a new one."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.